Manufacturer narrative:
The pt identifier, age, weight and gender were not available. A lot number for the device was not provided, therefore, no date of MFR, date of expiration or device history record could be performed.

Event description:
It was reported tht during arthroscopic surgical procedure the physician (B)(6) was utilizing an ambient super turbovac 90 ifs arthrowand. Intra-operative the insulation on the wand reportedly flaked off. The insulation pieces were also able to be removed from the surgical site via suction. The procedure was completed with a new arthrowand. No pt complications were reported as a result of this event.